Event description:
It was reported that, during reprocessing, after a microbiological routine control, the colono videoscope tested positive for microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The user facility provided the following result of the culture test: sampling date: on (B)(6) 2024 sampling from: canal water-jet colony forming unit (cfu): 40 cfu/100ml bacterial identification: pseudomonas species. Sampling from: suction channel cfu: > 250 /100ml bacterial identification: pseudomonas species et entero bacteries. Sampling from: air/water channel cfu: > 250 /100ml bacterial identification: absent. Sampling from: operator channel cfu: > 250 /100ml. Bacterial identification: pseudomonas species et enterobacteries.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing by olympus, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all the channel colony forming unit (cfu): 1cfu/endoscope bacterial identification: staphylocoques coagulase negative 36 degree celsius(°c) the lm reviewed the customer provided the cds processes where confirmed the following deviations from instructions for use (IFU): precleaning was not performed immediately after procedure. Water was not aspirated through the biopsy/suction channel with a suction pump. Mh-948 (air/water channel cleaning adapter) was not used to flush a/w-channel with air/water. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of reportable issue could not be specified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.